Manufacturer narrative:
Additional manufacturer narrative: the sample was received empty by the failure analysis lab. A flow test of the sample revealed that the flow rate was within performance specification requirements. In addition to the flow test, visual inspection of the unit found that the imprint on the cover and flow restrictor were correct. The flow restrictor housing was disassembled so that the glass capillary and o-ring could be checked for any abnormal conditions that could potentially cause overinfusion. None were found.

Event description:
The facility reported an overinfusion that occurred during patient use the contents of the infusor are unknown. The user reported that 100ml infused in 36 hours. There was no patient injury or medical intervention required.